Event description:
The pt contacted lifescan and alleged the one touch fastake meter powers off during use. The pt contacted a medical professional for advice. No symptoms of high or low blood glucose were reported and no treatment given. The customer care rep verified the meter powered off before the time was up. The product is reported as a malfunction. The meter was replaced adn return is expected.